Event description:
The customer reported the ventilator would not turn on. The device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) reported there was no power to the unit. The fse replaced the power cord to correct the reported problem. Applicable final testing was completed per operating specifications.